Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2267 alarm (air and fluid in set) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell one. The patient was connected at the time of the alarm. The registered nurse (rn) stated the heater bag had emptied into the supply bag during priming, and again now. The supply bag ¿puffed up¿. The technical service representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived, and reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.